Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking issues were found with a bd luer-lok¿ 3ml syringes. The following information was provided by the initial reporter, "ink inconsistencies." 11 occurrences were reported.

Manufacturer narrative:
H.6. Investiation summary: one photo of nine loose 3ml syringes was received and evaluated. It was observed the density of the ink varied from dark to light between syringes. Due to poor picture quality, it was difficult to determine the number of defective samples. It appeared that 5 of the 9 syringes in the photo were missing at least 50% a grad line or scale marking and were rejectable per product specification. A more thorough investigation could not be performed due to the unknown batch number. Potential root cause for the missing scale defect is associated with the marking process. The batch # is unknown, therefore defective rate cannot be identified. Batch # is required to determine if corrective actions are necessary. No corrective actions will be taken based on the available information. A device history record review could not be performed as lot number was unknown.

Event description:
It was reported that scale marking issues were found with a bd luer-lok¿ 3ml syringes. The following information was provided by the initial reporter, "ink inconsistencies." 11 occurrences were reported.